Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. It should be noted that zsle-devices are distributed via one-device lots. Implant date: device implanted in 2015. Customer (person): postal code: (B)(6) phone:. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a potential type 1b endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg following an endovascular aneurysm repair (evar) procedure in 2015. On (B)(6) 2022, the patient underwent an additional procedure to treat the potential type 1b endoleak. During the procedure, an angiogram revealed the endoleak was due to a fabric tear at an angled section of the left iliac leg device. The left internal iliac artery was embolized. A competitor's sheath was unable to be advanced due to scarring, therefore "bare back" advancement of the left iliac bridge was performed to reline the iliac leg device with an extension graft. Final angiogram showed flow down the internal iliac artery. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
An image review was provided on 25aug2022 for an event that had been reported under MDR # (B)(4). Based on the image review, it was determined that this report is a duplicate and is no longer needed.